Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. Unfortunately, without the actual device in question, we were not able to confirm with certainty if a true circumferential tear occurred. We have seen circumferential tears in the balloon material only after a longitudinal rupture has occurred. This type of failure may occur if the device is inflated in a heavily scarred area of the vessel or possibly placed in a restricted vessel where calcification is present, or if the device exceeded the rated burst pressure. This product line is inspected 100% by our quality control dept ensuring the balloon properly inflates to the specified parameters and rewraps properly when negative pressure is applied. We also verify the shaft material is free of bends, kinks and other surface imperfections. The appropriate individuals have been notified of this matter. We will continue to monitor for similar occurrences.